Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding a scan of lo ( less than 40 mg/dl) while wearing the adc device. As a result, on (B)(6) 2022 at 12:23, the customer experienced vomiting and crying and was provided fruit juice by a samu upon arrival. At 12:44, a scan of 44 mg/dl was obtained compared to a glucose test of 375 mg/dl and acetone level of "0.1mmol." A family member brought the customer to the hospital where the customer was provided "6 st michel cakes and apple juice for treatment. At 4:30pm, the mother provided the customer with 3.5 international units of novorapid insulin for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.